Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m120671 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m120671 , test base part number 190-430 / lot: m120401 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m120671 showed that the complaint rate is 0.005% . In conclusion, abbott diagnostics scarborough was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Please see the related MFR. Report #s: 1221359-2021-02026, 1221359-2021-02052, 1221359-2021-02053 and 1221359-2021-02054.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on a tested unknown sample with multiple lots. This MFR. Report addresses lot numbers 2 of 5. Pcr confirmation testing was performed and generated positive results. (CT values not provided) no additional patient information, including treatment and outcome, was provided.